Event description:
It was reported that there was difficulty recovering the broken tip, but the surgery was completed successfully without medical intervention, adverse consequences or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition was not confirmed since the unit was not returned. Probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component. Even though the device history record of the reported unit could not be reviewed since the lot number was not reported, a possible workmanship (assembly) related condition is a less likely to be a contributor based on the line controls, non-conformance report and previous complaint history related to this part number or condition reported. 2. Poor assembly process a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. No previous similar ceramic tip breaking cases have been reported for this part number. 3. Misuse the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. A percentage of these parts are expected to break when exposed to bending forces exceeding the strength of the part. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, exceeding the part strength per design, as this may result in damage to the tip of the probe. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. In sum, the unit was not returned and the failure mode was not confirmed.

Event description:
It was reported that there was difficulty recovering the broken tip, but the surgery was completed successfully without medical intervention, adverse consequences or surgical delay.